Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break and balloon rupture occurred. An emerge balloon catheter was advanced for dilatation. However, during the procedure, the shaft broke and the balloon ruptured. The device was removed and the procedure was completed with no patient complications reported.